Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after 6 days of use, the patient experienced a blister and purple pressure areas on the media perianal from the lumens of the dignishield. The device was allegedly placed on (B)(6) 2018, in use for 12 days and then removed on (B)(6) 2018. The complainant stated that zguard ointment was being used twice daily and prn. A foam cleanser was also reportedly used with no rinsing.

Event description:
It was reported that after 6 days of use, the patient experienced a blister and purple pressure areas on the media perianal from the lumens of the dignishield. The device was allegedly placed on 02/23/2018, in use for 12 days and then removed on (B)(6) 2018. The complainant stated that zguard ointment was being used twice daily and prn. A foam cleanser was also reportedly used with no rinsing.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "instructions for use warning/avertissemen/advertencia there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. Indications for use: the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Figure 1 ¿ catheter tube assembly and collection bag position indicator line contents: ¿ catheter tube assembly (figure 1 includes collection bag) ¿ collection bag ¿ 60 ml syringe ¿ lubricating jelly syringe (10 ml) ¿ instructions for use ¿ 1 bottle (1 oz) of medi-aire® biological odor eliminator ¿ tube clamp the bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel-shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration hub plug collection bag piston valve connector hub socket sample port hanger irrigation port inflation port drainage tube funnel additional contents 60 ml water soluble medi-aire® instructions for use tube clamp syringe lubricating jelly biological syringe (10 ml) odor eliminator trans-sphincteric zone flush port released 4 of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire® biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication. Figure 2 ¿ description of drainage tube ports the catheter contains four ports. Label port color label definition inf(45ml)/inflate to 45 ml green (matches the cuff color) inflation port for retention cuff, specifies recommended inflation volume flush purple flushing port irrig clear irrigation port/port for administration of medication white sampling port contraindications ¿ do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. ¿ do not use on patients known to be sensitive to or allergic to any components within the system. ¿ do not use on patients who had lower large bowel or rectal surgery within the last year. ¿ do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. ¿ do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. ¿ do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings ¿ there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. ¿ do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff. ¿ use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. ¿ rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. ¿ abdominal distention that occurs while using the device should be investigated. ¿ prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in mucosal lesion, temporary or permanent clinical sphincter dysfunction, or catheter expulsion. ¿ solid or soft-formed stool cannot pass through the catheter and will obstruct the opening. The use of the device is not indicated for patients with solid or soft formed stool. ¿ single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. Released 5 precautions ¿ caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not sterilize. ¿ close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4) . ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. ¿ to avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension ¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. ¿ when using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. ¿ ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Potential adverse events as with the use of any rectal device, the following adverse events may occur: o excessive leakage of stool around the device o loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction o pressure necrosis of rectal or anal mucosa o infection o bowel obstruction o perforation of the bowel o rectal bleeding o rectal tear o ulceration of rectal/anal mucosa" the device was not returned.